Event description:
It was reported that cadd-solis vip alarms "air in line". No patient injury reported.

Event description:
Correction information found upon review on: dso seal damaged.

Manufacturer narrative:
Additional information found upon review. Event problem device code updated.

Event description:
Additional information received: there was no patient involvement and the event happened during bench test.

Manufacturer narrative:
Other text: h6: patient code updated. No patient involvement and the event happened during bench test.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.